Event description:
The unit displayed an ECG comm error, which would prevent monitoring a patient's ECG, and made a grinding noise when menu buttons were pushed. The chart recorder icon showed no paper with paper installed. There was no patient harm.